Event description:
Customer's medwatch report stated "pump alarming air in line, when chamber opened to investigate, it was noted that a hole was present in the flexible tubing. Rn stated that tubing was in chamber correctly and was not pulled. Infusion discontinued until new fluids were available." There was no patient harm reported and no medical intervention required. Although requested, no additional event or patient information provided.

Manufacturer narrative:
(B)(4). The device has not been received therefore the evaluation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.